Event description:
A us distributor contacted zoll to report that a patient developed a boil/open wound under the lifevest equipment. The patient described the area as a boil/open wound on his shoulder. The patient said their doctor lanced it then let it drain for about 8 days. The patient mentioned boil/open wound was near their shoulder where his lifevest is. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation is about the same and still draining. The outcome of the irritation is unknown .

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a boil/open wound under the lifevest equipment. The patient described the area as a boil/ open wound on his shoulder. The patient said their doctor lanced it then let it drain for about 8 days. The patient mentioned boil/ open wound was near their shoulder where his lifevest is. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. Follow up indicated that the skin irritation is about the same and still draining.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.